Event description:
It was reported that an interlink extension set came apart while being used on a patient. This issue occurred during infusion. The customer stated that the extension set was connected to a central venous catheter via the hub of one of the lumens. The patient rolled over and the luer lock disconnected from the tubing, causing the extension set to come apart. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified a leak between the tubing and the male luer lock adapter, confirming the reported condition. The insertion was measured and the tubing was measured; both were found to be within the specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.